Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite initial efforts to resolve the issue by cleaning the pneumatic tap area and reloading the same cartridge, the problem persisted. Technical support then guided the customer through the process of filling and loading a new cartridge, which successfully resolved the issue. The customer was able to resume insulin delivery and requested three replacement cartridges.